Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2013: (B)(6), rn. Nurse notes. Procedure description: laparoscopic assisted ventral hernia repair with mesh, partial omentectomy, extensive adhesiolysis. Asa 3. Weight 108.86 kg. Implant procedure: laparoscopic assisted repair of incarcerated incisional ventral hernia with mesh. Extensive lysis of adhesions. Partial omentectomy. Implant: gore® dualmesh® biomaterial [1dlmcp03/10433832, 10 x 15 cm; abdominal wall] implant date: (B)(6) 2013 (hospitalization may (B)(6) 2013) (B)(6) 2013: bjc. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated complex ventral hernia. Postoperative diagnosis: incarcerated complex ventral hernia. Extensive adhesions. Ischemic omentum after releasing it from the small bowel and from the abdominal wall. Anesthesia: general endotracheal anesthesia. Indication: the patient is a 58-year-old gentleman who previously underwent repair of ventral hernia with laparotomy many years ago, developed recurrent ventral hernia for which he was taken to the operating room as the hernia was getting bigger and the patient was becoming more and more symptomatic. The patient was advised repair of the hernia with mesh with laparotomy with possible laparoscopic assisted technique. The procedure with alternatives, risks, and complications, especially the risk of recurrence of the hernia and risk of wound infection were discussed with the patient at length. The patient wished to proceed with the operation. Operative findings: incarcerated complex incisional ventral hernia containing multiple loops of small bowel. Dense adhesions involving small bowel with the abdominal wall as well as to the hernia sac, and small bowel loops to each other, as well as to the omentum. Dense adhesions between the terminal ileum and the ascending colon and under surface of the liver. Normal appearing cecum and appendix and liver. Gallbladder could not visualized at this time. Operative technique: ¿the patient was brought to the operating room and was placed on the table in the supine position. General anesthesia was started. All of the abdomen was prepped and draped in the usual sterile fashion. The abdominal cavity was entered through midline incision. Multiple hernia sacs were noted involving the abdominal wall and supraumbilical area. There were 3 large defects in the area just above the umbilicus. There were 2 other defects further proximally, and there was one large defect in the epigastric area. There were some scar tissue with possible appearance as if patient had mesh placed in the epigastric area, but there was no record of any mesh placement previously, and I am not really sure why there was a significant amount of scar tissue; maybe it was all related to his previous surgery. All of these hernia sacs were adequately opened and the small bowel loops were freed. This required very tedious gentle dissection to release the small bowel from the hernia sac. The small bowel was released from the omentum as well as from the abdominal wall. The terminal ileum was densely attached to the ascending colon as well as to the undersurface of the liver, and this was the area that had inflammation many years ago when patient was operated on at that time. We could not find the etiology of the inflammation in the terminal ileum but it did not turn out to be crohn disease. After releasing all small bowel, the small bowel was examined and was found to be hemostatic and intact, and there was no evidence of antrotomies. The peritoneal cavity was copiously irrigated and suctioned out. Irrigation was done with antibiotic containing normal saline also. The peritoneal cavity was visualized once again, and no other significant pathology was noted. The appendix, cecum, ascending colon, and transverse colon were found to be without any significant abnormality. The liver was also healthy, other than fatty change of the liver. The gallbladder could not be seen at this time. The omentum was seen to be ischemic involving the distal part of the omentum. For this reason, I opted to resect that part of the omentum. The omentum was clamped, ligated, and cut at the junction of the healthy omentum with the ischemic omentum. Once again, irrigation and suturing was done. Seprafilm was placed over the small bowel loops and around the small bowel loops in the right lower quadrant and right upper quadrant. Omentum, whatever left over, was placed on top of small bowel loops. A 15 x 10 cm mesh was chosen for this repair and was brought to the operative field. The mesh was then attached to the superior inferior margin using 0-ethibond. The rest of the mesh was approximated to the fascia using three sutures on the right and three on the left side, taking full thickness bite in the fascia. A 5 mm trocar was introduced in left lower quadrant. The midline fascia was then approximated on top of this mesh using 1-prolene with running stitch and 1-ethibond with interrupted stitches in the lower part. The subcutaneous tissue was irrigated and then was loosely approximated using 0-vicryl with running stitches. The wound was treated with antibiotic containing normal saline, and also with vancomycin which was placed in this area. Skin was approximated with staples. Pneumoperitoneum was created through previously placed trocar in the left lower quadrant. Three further trocars were introduced, one in left upper quadrant, one in right upper quadrant, and another one in right lower quadrant. The mesh was then further approximated to the abdominal wall using 5 mm decker. The repair was found to be hemostatic and intact. Irrigation and suction was done and good hemostasis was assured. After assuring good hemostasis, all trocars were removed and the pneumoperitoneum was removed. All wounds were irrigated and skin was approximated with staples. Dressing was done. The patient tolerated the procedure well and was then transferred to the recovery room in stable condition.¿ (B)(6) 2013: (B)(6) . Implant records. Implant: mesh 1dlmcp03 hrn dlmsh + eptfe 15 cm x 10. Manufacturer: wl gore & associates inc. Model #: 1dlmcp03. Lot #: 10433832. Quantity: 1. Implant size: 10 x 15cm. Expiration date: 03/01/2015. Body site implanted: abdominal wall. The records confirm a gore® dualmesh® biomaterial (1dlmcp03/10433832) was implanted during the procedure. Relevant medical information: (B)(6) 2013: bjc. (B)(6) , md. Discharge summary. Attending date: (B)(6) 2013. Admitting diagnosis: status post laparotomy with laparoscopic-assisted ventral hernia repair and extensive lysis of adhesions. Clinical summary: mr. Ruchal who was having very symptomatic large ventral hernia with history of abdominal pains off and on underwent laparotomy with extensive lysis of adhesions and repair of ventral hernia with mesh. Subsequently, patient was admitted to hospital for pain control. Patient developed a ileus with a distended abdomen and required nasogastric decompression. Patient had very slow recovery and afterwards did fine. He was advanced on his diet, and his intravenous fluids were slowly cut down. The patient was sent home in stable condition on (B)(6) 2013, to be followed in the office in a couple of weeks. (B)(6) 2013: (B)(6), rn. Nurse notes. Procedure description: exploration and debridement of abdominal wounds with application of wound vac. Removal of infected abdominal mesh. Asa 3. Weight 108.86 kg. Explant procedure #1: exploration of abdominal wound. Debridement and drainage of the abdominal wall and intraabdominal abscess. Partial removal of mesh. Explant date: october 30, 2013 (hospitalized for a few days) (B)(6) 2013: (B)(6) , md. Operative report. Preoperative diagnosis: infected abdominal wound with nonhealing wound, rule out suture sinus. Postoperative diagnosis: infected abdominal wound with nonhealing wound, rule out suture sinus. Abdominal wall abscess as well as intraabdominal abscess. Infected mesh. Anesthesia: general endotracheal. Indication: the patient is a 58-year-old gentleman who had previous history of incisional ventral hernia repair in (B)(6) 2013, had drainage noted from the abdominal wound off and on for the previous couple of months. The wound initially healed completely and then later on, according to the patient, he fell down and hit that area and subsequently started noticing increased selling and later on, oozing from the wound again. He was given antibiotics with some improvement but then it opened up again. For this reason, the patient was taken to the operating room for exploration of the abdominal wound and I was concerned that the patient may have suture sinus and he was advised to proceed with removal of the suture to control ongoing drainage from the wound. The procedure with alternatives, risks and complications were discussed with the patient and he wished to proceed with the operation. Operative findings: infected wounds reaching up to the suture as well as to the abdominal wall. Abscess in the abdominal wall as well as deeper to the fascia. Infected mesh with another abscess cavity deeper to the mesh between the mesh and the omentum. Mesh grossly infected and involved with the infection. Operative technique: ¿the patient was brought to the operating room and was placed on the table in supine position. General anesthesia was started. All of the abdomen was prepped and draped in the usual sterile fashion. Incision was made in the midline in elliptical fashion around the drainage sinuses. The subcutaneous tissue was found to be extensively scarred down and indurated. Fascia was also opened and there was purulent fluid deeper to the fascia, between the fascia and the mesh. The fascia was adequately opened and was debrided up to healthy tissue. The wound was irrigated and suctioned out. Good hemostasis was assured. The mesh appeared to be intact. There was some purulent fluid noted coming around the mesh when there was pressure applied to the mesh. For this reason, I made a smaller opening in the mesh and significant amount of purulent fluid was noted deeper to the mesh between the mesh and the omentum. Part of the mesh was removed. The wound was irrigated, suctioned out. The specimen was taken for culture and sensitivity from the abscess deeper to the mesh as well as superficial to the mesh and from the fascia. Irrigation was done with antibiotic containing normal saline. The wound was extensively irrigated until the return was quite clear. The mesh, all of the loose part was removed and I think I took out about 80 to 90% of the mesh. A very small amount of mesh that was densely adherent to the fascia, which could not be removed at this times was left behind. I opted not to keep on dissecting all of the mesh off because of the extensive amount of infection present in this area, that it was spread into the surrounding healthy tissue and also because it would lead to laparotomy and I will end up placing a mesh in already infected field. The omentum was intake and was trying to cover up all this area very well. For this reason, I opted to terminate the procedure. The fascia was loosely approximated using #1 pds with figure-of-eight stitches. Packings were applied between the sutures so that whatever leftover infection fluid will keep coming out. Wound vac was applied. The patient tolerated the procedure well and was then extubated and transferred to the recovery room in stable condition.¿ the patient will be kept in the hospital with wound vac for a few days and then he will be sent home with wound vac in place. Consultation was requested from dr. Hasan for antibiotics. He suggested that patient to be started on vancomycin and zosyn and then he will followup on the culture and will wait for his further recommendation. I will let all this infected process be under control and then subsequently in about three months later, he will be taken back to the operating room for removal of the rest of the mesh, as I am concerned that will lead to more infectious complications. Later on, he may benefit from further repair of the hernia as the situation would dictate. Relevant medical information: (B)(6) 2015: (B)(6) , md. History and physical. Medical history for hypertension, diabetes mellitus, benign prostatic hypertrophy, kidney stones, autism, multiple ventral hernias, status post multiple exploratory laparotomies with incisional hernia repair most recently performed (B)(6) 2013, at which times he had infected abdominal nonhealing wound with abdominal wall abscess as well as intraabdominal abscess with infected mesh status post exploration of the abdominal wound, debridement and drainage of the abdominal wall and intraabdominal abscess, and partial removal of mesh. Patient is currently intubated on vent. Patient had sever diffuse abdominal pain which started around (B)(6) with worsening yesterday when he presented to the emergency room, worse with coughing. Also loss of appetite, mild rectal pain, chills, nausea, penile pain, and constipation. CT abdomen/pelvis showed high-grade small bowel obstruction secondary to ventral hernia with exraluminal fluid and free air in right lower hernia sac, consistent with hollow viscous perforation, larger cephalad wide-neck hernia containing bowel, infraumbilical hernia right and left of midline with perforation, free air and fluid in right component. Small amount of fluid in mesentery and right lower quadrant. Patient agreed to be taken to surgery. Examination apparently revealed large incarcerated strangulated hernia at the time, with severe tenderness to palpation in right lower quadrant. Patient underwent surgical interventions for repair of small bowel perforation as well as repair of incisional hernia. Currently in intensive care unit on levophed, with systolic blood pressure of around 112 at this time. He is also on intravenous flagyl, zosyn, fluids and insulin drip. His blood sugars have improved with blood sugar of 238. No history of tobacco use. Weight 256.8 lbs. Exam: abdomen: soft, binder in place. Vertical incision, midabdomen appears clean, dry, intact. Impression/plan: abdominal distension with concern for high-grade small bowel obstruction with possible perforation of hernia sac status post repair of small bowel perforation as well as repair of incisional hernia, dr. (B)(6) following. Likely peritonitis with septic shock secondary to #1 assessment and plan. Possible pneumonia. Diabetes mellitus, uncontrolled with hyperglycemia on presentation. Hypertension. Dvt prophylaxis. Acute respiratory failure postoperatively. (B)(6) 2015: (B)(6) healthcare. (B)(6) , rn. Nurse notes- intraoperative. Procedure description: exploratory laparotomy, small bowel resection, incarcerated hernia. Asa 4e. Surgical history: (B)(6) 2011 exploratory laparotomy.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further states: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic epigastric hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, open draining wound, surgery to remove mesh, scarring, abscess, bowel resection, bowel perforation, adhesions, partial removal of surgical mesh. Adhesions to small intestine, abdominal wall reconstruction, hernia recurrence. Additional event specific information was not provided.